Manufacturer narrative:
On 12/10/2020, the device has been evaluated by the infutronix. Llc; the associated health hazard evaluation report has been created. The report summary shows below: description of the defect, malfunction or error in use of the device: (B)(4) software bug: through internal testing, it has been discovered that when a pump is running a bolus during an infusion and the pump incorrectly exits the infusing state (power interruption or system error), if the user selects the resume infusion path and confirms to start, the pump still shows the bolus menu for "resume dose" and "cancel dose" but conflicting logic starts the infusion right away without waiting for user selection. User is able to back out of this menu with the pump still running. Pump will eventually alert system error and if user acknowledges will stop the infusion. Hazard path: pump is executing a bolus in the current infusion . System error occurs .user turns the device off and on. User selects currentrx .user selects resume infusion .user reviews parameters and starts infusion. User does not make a selection when presented with resume bolus menu. User backs out of resume bolus menu (motor still running) root cause of the problem (if known): when the pump incorrectly exits the infusion due to sudden interruption, it is not able to properly execute exit logic for saving infusion state. When asked to resume, the pump will set up and run based on last infusion data backup interval (which is in 5 second intervals). For a continuous rate, this resume logic is acceptable, but for a bolus the logic shows a menu and should require waiting until user selection of "resume dose" or "cancel dose" to proceed. The root cause is due to the resume current infusion logic after an incorrect exit of the running infusion during a bolus, not accounting for the additional menu and response needed for resuming the interrupted bolus, and instead assuming the infusion starts right away (like for continuous). Factors that may contribute to product risk (i.e. Device design, manufacturing problems or user error): user error for trying to start the pump again to resume an infusion after an incorrect exit of the current infusion has occurred (system error and power interruption). Bug does not occur when new infusion is chosen. Increased chance of scenario "power interruptions" caused by faulty or depleted batteries. Increased chance of scenario "system error" caused by faulty components. Design factors that might mitigate risk? When the pump has alerted "system error" the first time, the pump will keep that flag in memory and prevent any infusion from starting again. Only when the pump is power cycled is this flag reset. Thus, the pump protects against this scenario when it is not power cycled. The clinician IFU details the action against "system error" alerts as removing it from service. This should prevent a trained user from attempting to restart a pump with this condition. (Page 37, section 5 troubleshooting chart, 520-qr-it1081 nimbus ii painpro clinician IFU rev b). The clinician qrg details the action against "system error" alerts as removing it from service. This should prevent a trained user from attempting to restart a pump with this condition. (Page 1, 520-qr-it1083). System error detection/motor rotation counting will alert again. If device failure occurs is it easily recognized by user? Yes, the pump will show "resume dose" and "cancel dose" or any previous menu but the motor will be running at the bolus rate which is constant and audible. The pump will soon after present a "system error" due to incorrect motor state which will beep and alert until user intervenes and will stop the infusion when acknowledged. Explanation / comments: users must go through a very specific logic path to reach the defect. When the defect is active and motor is running, over infusion volume can be minimal and the motor controlled if any of these expected actions occur: user makes a selection whether to "resume dose" or "cancel dose", user confirms the system error message that occurs soon after, user calls their 24/7 help line, user turns the pump off. It is unlikely the user will allow the pump to keep running with audible beeping and system error alerting for an extended amount of time. It is expected the user will intervene. It is worth noting, the manufacturer has never had any user reach this point. As a result of this hhe, the product safety committee has reached a consensus that no field action is needed at this time.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue: "after the system error occurred, he confirmed the system error message and turned off the pump. He turned the pump back on and continued to try running the infusion again by resuming the infusion with the current rx/resume infusion option. Then he encountered unusual behavior where the pump prompted "resume dose" or "cancel dose" and at the same time, the motor began to run before selection was made." Device was at distributor control. Issue was discovered during testing by the distributor. Device operator was a product manager at the distributor. No patient or medication was involved.